Event description:
It was reported that the patient's implantable neurostimulator (ins) did not work properly and did not "charge directly". It was also reported that the ins was protruding and "gets attached to her intestines". The patient felt the leads "bundled up on the spine and sides". The patient desired to have the ins removed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v419063, implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v419063, implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).